Event description:
It was reported that the patient with this pacemaker system experienced infection. Subsequently, the patient underwent a surgical procedure, and this system was explanted. No additional adverse patient effects were reported outside of the surgical procedure. These explanted products were disposed of and will not return for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).